Manufacturer narrative:
Product ID: 3708640, serial# (B)(4), product type: extension. Product ID: 3708640, serial# (B)(4), product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant product(s): please note the extension serial numbers have been updated, as follows: product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension.

Event description:
Additional information received from a manufacturing representative reported the intractable cough had resolved.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly.

Manufacturer narrative:
Please note, the implant date was reported as "approximate." (B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative the deep brain stimulation (dbs) patient experienced an "intractable cough" that "began immediately post-implant." Though it was noted that "dbs wasn't thought to be the cause for a period of time, "the patient underwent "extensive testing at the dbs clinic" whereby their stimulation was turned on and off and they underwent reprogramming. After having met with an ear, nose, and throat hcp and having undergone the testing at the dbs clinic, "it was concluded that it must be the dbs system causing the cough." The patient's implantable neurostimulator (ins) and extensions were removed from their implant site in the left chest and replaced with a new system that was implanted in the patient's left abdomen. It was unknown whether this had resolved the issue. The patient was reportedly alive with no injury at the time of report. Additional information has been requested regarding the patient's outcome; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.